Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, home patient (hp) had a system error 2267 (air in the set). The technical service representative (tsr) explained the alarm assisted the hp to shut the hc off. The hp stated the blue line had a loose connection and that may be what caused the alarm. Global product surveillance (ps) contacted hp on (B)(6) 2011. Ps asked the hp about the loose connection on the blue line. The hp stated that the blue line connection was not loose. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2267 alarm. Complaint is not confirmed. Sample is unavailable, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the alarm. The assignable cause for the reported problem was undetermined.